Event description:
It was reported that during a percutaneous coronary intervention (pci), the maverick2 monorail balloon ruptured. The 90% stenotic lesion was located in the severly calcified and tortuous left anterior descending (lad) coronary artery. The maverick2 monorail balloon ruptured on the first inflation at 10 atms. The procedure was completed with another manufacturer's device. No patient injuries or complications were reported. Patient status is listed as "good."